Manufacturer narrative:
The customer reported that there was a separation at the spin collar, and returned one used sample, and 9 unopened samples, of material mz5309, lot 25099006. Upon initial visual examination, the unopened sets had no defects or abnormalities. The used set, and the photo returned, verified the complaint of separation at the male luer. The male luer tubing was examined under a microscope, and the condition of insufficient was found. The other 9 unopened samples were tested for separation, but no issues were replicated or found. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. The plant did not take any actions to address the failure as the line for material mz5309 was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that during CT power injection, there was separation at the hub/spin collar connection.